Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. The subject device has been returned to olympus for evaluation and the reported issue regarding no image was confirmed. During evaluation, it was observed, the unit had damaged front panel and top cover, ingress was noted to the scope video socket, when powered up, communication error e213 was shown on the touchscreen and no camera image was displayed on the monitor, which was caused by faulty circuit board. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue was caused by faulty printed circuit board. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera elite ii video system center had no image. There was no patient involvement in this event.